Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion with screw fixation as well as a posterolateral fusion at l4-5 using rhbmp-2/acs, allograft, and autograft and placed it in the gutters outside of the cage. After his surgery the patient experienced severe back pain and right leg pain. A CT scan revealed abundant overgrowth of the posterolateral fusion as well as significant foraminal stenosis at the l4-5 level with overgrowth surrounding the nerve roots at l4-5. On (B)(6) 2010 the patient underwent a decompression of l4-5 and l5-s1 as well as removal of screw fixation. Post-op surgical notes state that the revision surgery at l4-5 with l4 nerve decompression was secondary to overgrowth of "bone matrix." It is further reported that the patient continues to experience severe pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.